Event description:
Sales rep reports that: the endoclamp used in the case failed to maintain pressure, steadily dropping about 6mm/hg every 10 minutes. It was fine at prep, filled with 40cc initially. It remained occlusive and did not migrate, but looked rather odd at the end of the case. I have the product, but it was exposed to hep c and will not be returned.

Manufacturer narrative:
Patient was positive for (B) (6) so the sample will not be returned for evaluation.